Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there were no errors after trouble shooting, and it was reported that all was functioning normal; therefore, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that error b30 (scope communication error) displayed on the evis exera iii video system center. The device was power cycled, and no error was noted while the device was connected. The customer reported no more errors and the device is working fine. There were no reports of patient harm or impact associated with the reported event.